Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a calibration error occurred. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was evidence of the error in the event history log. The customer reported problem calibration error was verified/duplicated. During functional testing the investigation found a defective downstream occlusion sensor stuck at 0 mv. The cause of the reported problem was said to be the inoperable downstream occlusion sensor. For corrective action the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: b5: additional information was received by the manufacturer on (B)(6) 2022 via email and attached in the complaint object: all issues found with these devices were found during testing at our facility. No patient or technician involvement was indicated at the time the pump was received at the facility for repair and recertification.h6: event problem and evaluation codes: updates are not required.h10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.